Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported having a lost battery cap. The customer also mentioned that she was off the insulin pump for several months. During the call, the customer reported that she was in the ER over year ago for low blood glucose. The customer stated that she did not remember the date and time or the cause of her low blood glucose. No further info was provided.